Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure device was not in its proper location'), genital haemorrhage ('heavy bleeding') and pregnancy with contraceptive device ('intrauterine pregnancy') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: (B)(6) 2016:essure confirmation test-bilateral occlusion/ it was reported that she was informed that there was a successful implantation of the essure device with occlusion of both fallopian tubes. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder/problems/bladder problems,"), urinary tract disorder ("urinary problems"), depression ("depression"), feeling guilty ("guilt"), back pain ("back pain"), pelvic pain ("chronic, pelvic/abdominal,"), abdominal pain ("chronic, pelvic/abdominal,"), skin disorder ("rash/skin condition"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), abdominal distension ("bloating,"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), migraine ("migraine,"), inflammation ("inflammation") and nausea ("nausea,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, fatigue, alopecia, weight increased, bladder disorder, urinary tract disorder, depression, feeling guilty, skin disorder, menorrhagia, rash, vaginal discharge, gastrointestinal disorder, migraine and nausea outcome was unknown and the back pain, pelvic pain, abdominal pain, abdominal distension and inflammation had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling guilty, gastrointestinal disorder, genital haemorrhage, inflammation, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: complications during removal surgery: other most recent follow-up information incorporated above includes: on 27-aug-2019: pfs received: events chronic, pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), rash/skin condition, vaginal discharge,gi conditions, migraine, nausea,bloating, inflammation were added. Event unplanned pregnancy was terminated deleted. Start date of suspect drug was updated from (B)(6) 2015. Lab date were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure device was not in its proper location/ migration of essure device') in a 35-year-old female patient who had essure (batch no. C59248) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: (B)(6) 2016:essure confirmation test-bilateral occlusion/ it was reported that she was informed that there was a successful implantation of the essure device with occlusion of both fallopian tubes. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("chronic, pelvic/abdominal,"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("menstrual pain/dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), back pain ("back pain"), migraine ("migraine,migraines / headaches"), nausea ("nausea,") and visual impairment ("vision/eye problems type: vision problems with migraines"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder/problems/bladder problems"), urinary tract disorder ("urinary problems"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and inflammation ("inflammation") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("intrauterine pregnancy/ pregnancy (termination)"), 2 years after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), fatigue ("fatigue"), feeling guilty ("guilt"), abdominal pain ("chronic, pelvic/abdominal,"), skin disorder ("rash/skin condition"), rash ("rash/skin condition"), abdominal distension ("bloating,") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (she had laparoscopic bilateral salpingectomy/ removal of one coil through my cervix). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, fatigue, alopecia, bladder disorder, urinary tract disorder, feeling guilty, skin disorder, rash, gastrointestinal disorder, migraine, nausea and visual impairment outcome was unknown, the dysmenorrhoea and vaginal discharge was resolving and the dyspareunia, weight increased, depression, back pain, pelvic pain, abdominal pain, menorrhagia, abdominal distension, inflammation, vaginal haemorrhage and anxiety had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling guilty, gastrointestinal disorder, genital haemorrhage, inflammation, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: complications during removal surgery: other discrepancy noted in date of hysterosalpingogram- given date is (B)(6) 2015 which is prior to essure insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2020: plaintiff fact sheet received : lot number added. Events added- vaginal haemorrhage, anxiety, visual impairment. Event onset dates updated. Outcome of events ¿dyspareunia, vaginal haemorrhage, weight increased, depression, anxiety¿ updated to ¿recovered / resolved¿. Outcome of events ¿vaginal discharge, dysmenorrhoea" updated to ¿recovering / resolving¿. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure device was not in its proper location/ migration of essure device') in a 35-year-old female patient who had essure (batch no. C59248) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: (B)(6) 2016:essure confirmation test-bilateral occlusion/ it was reported that she was informed that there was a successful implantation of the essure device with occlusion of both fallopian tubes. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("chronic, pelvic/abdominal,"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("menstrual pain/dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), back pain ("back pain"), migraine ("migraine,migraines / headaches"), nausea ("nausea,") and visual impairment ("vision/eye problems type: vision problems with migraines"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder/problems/bladder problems"), urinary tract disorder ("urinary problems"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and inflammation ("inflammation") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("intrauterine pregnancy/ pregnancy (termination)"), 2 years after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), fatigue ("fatigue"), feeling guilty ("guilt"), abdominal pain ("chronic, pelvic/abdominal,"), skin disorder ("rash/skin condition"), rash ("rash/skin condition"), abdominal distension ("bloating,") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (she had laparoscopic bilateral salpingectomy/ removal of one coil through my cervix). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, fatigue, alopecia, bladder disorder, urinary tract disorder, feeling guilty, skin disorder, rash, gastrointestinal disorder, migraine, nausea and visual impairment outcome was unknown, the dysmenorrhoea and vaginal discharge was resolving and the dyspareunia, weight increased, depression, back pain, pelvic pain, abdominal pain, menorrhagia, abdominal distension, inflammation, vaginal haemorrhage and anxiety had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling guilty, gastrointestinal disorder, genital haemorrhage, inflammation, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: complications during removal surgery: other discrepancy noted in date of hysterosalpingogram- given date is (B)(6) 2015 which is prior to essure insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Lot number: c59248, manufacturing date: 2014-05, expiration date: 2017-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality safety evaluation of ptc.(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure device was not in its proper location"), genital haemorrhage ("heavy bleeding"), pregnancy with contraceptive device ("intrauterine pregnancy") and abortion induced ("unplanned pregnancy was terminated") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder/problems"), urinary tract disorder ("urinary problems"), depression ("depression") and feeling guilty ("guilt"), underwent abortion induced (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, abortion induced, dysmenorrhoea, dyspareunia, fatigue, alopecia, weight increased, bladder disorder, urinary tract disorder, depression and feeling guilty outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abortion induced, alopecia, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling guilty, genital haemorrhage, pregnancy with contraceptive device, urinary tract disorder and weight increased to be related to essure. The reporter commented: it was reported that she was informed that there was a successful implantation of the essure device with occlusion of both fallopian tubes. Most recent follow-up information incorporated above includes: on 19-mar-2019: reporters added. Added events heavy bleeding, menstrual pain, painful intercourse, bladder/urinary problems, fatigue, hair loss, weight gain, intrauterine pregnancy, unplanned pregnancy was terminated, depression, guilt and right essure device was not in its proper location. Event injury nos was deleted. On 26-mar-2019: coding correction: reported event "guilt" was updated as guilt nos. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.